Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with tests results from results obtained of 112 and 29mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 112 and 29mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4) returned meter evaluated with no defect found. Empty test strips vial returned. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI#:(B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58 -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with tests results from results obtained of 112 and 29mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 112 and 29mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.